Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. A new test table and insert were sent to the customer. Siemens sales went on site to review technique and maintenance and inspected six instruments. They stated that all instruments were significantly dirty and all carriages/inserts were caked with urine. Sales recommended retraining of staff in test procedure and maintenance.

Event description:
The customer reported a (B)(6) urine hcg run on the clinitek status+ when compared to the results of a serum hcg (unknown lab analyzer). There was no injury reported due to this event.